Manufacturer narrative:
(B)(4). Device evaluation: it is unknown if a sample is available for evaluation. A supplemental report will be filed upon completion of investigation.

Event description:
It was reported that the customer reached for the suspect device after removing it from the polybag. The needle was through the shield and he stuck his finger. The customer did not seek medical attention.

Manufacturer narrative:
Device evaluation: result - the customer returned (1) loose 3/10cc syringe. Customer states that the needle was through the shield and it suck his finger. The returned syringe was examined and exhibited the needle through the shield. Since the needle was through the shield, exposing the cannula, a needle stick could occur. A review of the device history record was completed for the reported lot 6074881. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) defects or notifications noted for any related defects during the production of these batches. This lot was packaged 27apr2016 to 28apr2016. Conclusion: bd was able to confirm the customer¿s indicated failure. A probable root cause for this incident is misalignment of the rollover bar to the needle assembly rack at the shielding operation. Occasionally, a rack jam will occur in the tracks at the shielder and cause the machine to go out of time, misaligning the racks. When this happens the racks do not line up with the holes in the rollover bar. When the rollover bar rolls over to put the shield on the hub the cannula may go through the wall of the shield causing a needle through shield defect. Current controls include mars (magnetic angularity reduction system) ovens in place on all needle lines as well as new visions systems to aid in detecting any angularity issues. In addition, preventive maintenance is performed on shield press station, brass slides oiled monthly, and replace shield removal finger (from shield dial) on a pm. Bd will continue and monitor for trends and special causes.